Manufacturer narrative:
Results: loose connection.

Event description:
It was reported by service report that the footboard will not light up and that there are no functions. No pt involvement or adverse consequences are reported.